Event description:
A customer contacted baxter's technical service center to report smelling a burning scent coming from the homechoice (hc) machine. The technical service representative (tsr) arranged for a swap of the device and advised the patient to contact the nurse. Follow up with the nurse revealed that the patient informed her of the issue. The nurse confirmed that there was no patient injury with this report and the patient was doing well with treatments on the new homechoice device.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device was evaluated by the lab. The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative. However, the instrument met the rite functional test requirements. The device passed the rite electrical test. The pal evaluated the device. The reported issue of burning scent was not confirmed. The device was visually inspected, externally and internally, with no problems found. No evidence of overheating/odor was present. No issues were identified during a review of the device's service history record that may have contributed to any of the reported issues. The cause for the burning scent was undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.